Event description:
The device was used during a mastectomy procedure. Reportedly, the clips did not load into the jaws properly and fell from the jaws. The hosp retrieved all clips. No pt injury was reported. The device was discarded.